Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient not crossing over to the multiple station. A technical support specialist (tss) informed that the server check showed the patient had been discharged. The tss explained that patients discharged in error could be readmitted and provided the steps for performing an undo discharge, noting that the user needed patient management permissions. The instructions included navigating to settings, patients, visits and orders, selecting the discharged patient, confirming the undo discharge, and verifying the patient status as admitted. The tss also advised verifying at the device that the patient and their current orders were visible, with a note that orders might need to be resent depending on system settings. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user noted that a specific patient did not appear on multiple pyxis stations. The customer confirmed with their electronic health record (ehr) vendor that the orders were transmitted successfully with no errors. Additionally, customer contacted their interface team, who verified that they received the message from the ehr and have already sent it to pyxis. However, there were no delays or adverse events or injuries reported based on this event.